Event description:
Bowel injury. Treated with diverting colostomy.

Manufacturer narrative:
The weight, gender and age of the patient is notknown to the manufacturer. Training record of surgeon was confirmed. General history of similar devices from controlled inventory was considered.